Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted and re-arranged for another day. No other clinical information was provided by the customer. A philips field service engineer (fse) visited the site and confirmed that the geo-pc did not startup. The fse solved the reported issue by re-inserting all the internal boards in the geo-pc and performing functional checks. The issue re-occurred again (reported case (B)(4)) and was solved by the fse who replaced the geo-pc. After replacing the geo-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.